Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: yuan, l., lu, y., zhu, g., hu, t., sun, x., bao, j., ¿ jing, z. (2018). Endovascular treatment for iliofemoral vein thrombosis with composite stents. Annals of vascular surgery, 51, 262¿268. Doi: 10.1016/j.avsg.2018.02.035. [(B)(4)].

Event description:
It was reported in an article in the journal of annals of vascular surgery titled " endovascular treatment for iliofemoral vein thrombosis with composite stents " that twenty nine consecutive patients underwent endovascular therapy with composite stents for iliofemoral vein thrombosis. Post procedure popliteal fossa hematoma occurred in one patient; which was treated conservatively and resolved without any further management. During follow ups two patients had recurrent thrombotic occlusion of the recanalized segment; conservative treatment was provided to one patient, however, for a second patient after an unsuccessful attempt of rethrombolysis, conservative treatment with anticoagulation therapy was provided. The patient's status was not provided.